Manufacturer narrative:
The patient medical records were provided by the facility on march 9, 2016 and april 21, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on medical records (received 21apr2016), the hemodialysis (hd) treatment performed on (B)(6) 2016 was uneventful; no adverse patient effects and the machine operated as expected. During the subsequent hd treatment performed on (B)(6) 2016, the patient complained of ¿severe itching,¿ six minutes before the therapy completed, so 12.5mg of diphenhydramine was administered intravenously. Reportedly, the patient received the flu vaccine during the treatment. Per the verbal report obtained from the clinic nurse, the patient had been using the optiflux 180nre dialyzer product since (B)(6) 2015. Prior to the (B)(6) 2015 hd treatment, there had been no reported reactions. The dialyzer was changed to another manufacturer¿s device starting with the hd treatment performed on (B)(6) 2016. Treatment records reveal the patient experienced similar reactions of itching and hives on three consecutive occasions using the non-fresenius dialyzer. Based on the information provided by the user facility as well as the documentation provided in the patient medical record, the patient experience of a severe reaction supports a possible association between the fresenius dialyzer and/or the flu vaccine and the event of severe itching.

Manufacturer narrative:
(B)(4). The post market surveillance department has received patient medical records and treatment data sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A nurse at the user facility reported that a patient experienced hives and itching while undergoing hemodialysis treatment using a fresenius optiflux 180nre dialyzer. Follow-up information provided by the nurse revealed that the patient's symptoms (bright red spots and itching) developed at the end of the treatment. No allergy testing was performed. No allergy testing was performed. The patient was switched to another manufacturer's dialyzer on (B)(6) 2016; however, the patient continued to experience itching and the spots, although present, were less red. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.